Event description:
The customer contacted beckman coulter inc. (Bec) to report obtaining erroneously elevated troponin I (accutni) results, above the ami cutoff, from unicel dxi 800 access immunoassay system for two patients. The erroneous results were not reported out of the laboratory. Repeat testing produced a lower result within the risk stratification range for one patient and re-produced a results above the ami cutoff, discordant to an alternate method, for the other patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Qc, system check, and service information have not been supplied to date for this event. A definitive root cause for this event has not been determined to date. This event is related to the event reported in MDR #2122870-2011-06322.